Manufacturer narrative:
Correction to field h6: patient codes.

Event description:
It was reported that a patient implanted with a deep brain stimulation (dbs) system subsequently passed away due to respiratory failure. Approximately one month after the implant procedure, the patient experienced vomiting and syncope, prompting magnetic resonance imaging (MRI). Imaging suggested a possible buildup of fluid. Additional mris performed over the following months continued to indicate a potential fluid accumulation. The physician noted that fluid may have reached the brain stem and contributed to the patients clinical decline, although this could not be confirmed.

Manufacturer narrative:
A review of the manufacturing records associated with this device indicated that it was successfully processed according to requirements. The DHR did not identify any manufacturing process-related non-conformances, scrap, or rework performed during production that could have caused or contributed to this event. The DHR review ensures each device meets required specifications and associated testing prior to release for distribution/sale. The device was not returned as it is unknown if the device remained implanted in the patient at time of death or was explanted and discarded. As such, physical analysis has not been conducted in our laboratory. The device was not returned as it is unknown if the device remained implanted in the patient at time of death or was explanted and discarded. As such, physical analysis has not been conducted in our laboratory. However, a review of the available clinical information determined that the reported patient death was attributed to an underlying medical condition unrelated to the deep brain stimulation (dbs) system and was an adverse event related to the patient condition.

Event description:
It was reported that a patient implanted with a deep brain stimulation (dbs) system subsequently passed away due to respiratory failure. Approximately one month after the implant procedure, the patient experienced vomiting and syncope, prompting magnetic resonance imaging (MRI). Imaging suggested a possible buildup of fluid. Additional mris performed over the following months continued to indicate a potential fluid accumulation. The physician noted that fluid may have reached the brain stem and contributed to the patients clinical decline, although this could not be confirmed.